Manufacturer narrative:
Medwatch user facility report # (B)(4) was received on 24sep2021. Contents of this user facility report were included in follow-up number 1. Manufacturer's investigation conclusion: the report of an outflow graft obstruction and inflow cannula thrombus could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct relationship between the device and the reported aortic insufficiency and regurgitation could not be conclusively determined through this evaluation. The patient underwent a heart transplant on (B)(6) 2021, and the pump was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late post-implant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The current version of the heartmate 3 lvas IFU, rev. C, contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late post-implant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that surgical pathology notes of the explanted pump showed complete coating of the inflow cannular with neo-intimal type fibrous tissue, extending over the lip into the inner bore and fibrin clot in the bend relief, around synthetic tube graft.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 through the patient outcome that the patient underwent a heart transplant. It was additionally reported that the transplant was device/therapy related. The device will not be returned for evaluation. It was reported on (B)(6) 2021 that the patient's unos status was changed due to the severity of their aortic regurgitation, aortic insufficiency and elevated right heart catheterization pressures. An outflow graft obstruction was also present between the bend relief and outflow graft.